Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that poor communication with the scope occurred due to the effect of fluid adhering to the scope jacket, which may have resulted in temporary failure phenomena. ·the following description was confirmed in the instruction manual of clv-290 on the liquid mark of the scope connector part. Connect the scope connector to the light source device in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the device with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had a b30 (scope communication error) occurred on the screen and no images were displayed. An error e216 (reconnect the scope) and image flickering also occurred. The issue occurred during preparation for use in a diagnostic unspecified procedure. There were no reports of patient harm. The doctor completed the procedure using the device. Related complaints: (B)(4).